Manufacturer narrative:
Monitor sn (B)(4) and belt sn (B)(4) were returned for evaluation at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the event.

Event description:
A us distributor contacted zoll to report that a patient was treated and passed away on (B)(6) 2018. It was reported that the death was cardiac related and the patient's spouse was present. The patient's spouse indicated that the device did treat the patient, paramedics attempted to resuscitate the patient and the patient passed while in the hospital. Per review of the event, the patient was treated by the lifevest at 04:09:36 pm on (B)(6) 2018. The rhythm at the time of the treatment was vt at 150bpm. The post-shock rhythm was asystole for 16 seconds before transitioning to severe bradycardia at 10 bpm. The ECG recordings show that the patient was in asystole following the event. Post-shock asystole is a known potential outcome of defibrillation therapy. The belt was disconnected and the patient passed away.